Event description:
An aspect representative received info from an anesthesiologist regarding two pts who sustained minor, superficial lacerations from the tail of a bis sensor. The pts were both elderly, receiving chronic steroid therapy, and notably were observed by the anesthesiologist to have frail paper-thin skin. The anesthesiologist noted that at the end of the surgical procedures minor skin lacerations had developed due to the twisting of the plastic sensor tail where it connects to the monitor cable. The anesthesiologist applied a single dose of antibiotic ointment (bacitracin) and a dry gauze dressing to prevent permanent scarring. The anesthesiologist was not aware of any long term consequences associated with the use of the sensor and believes that there was complete resolution of the skin lacerations in both pts.

Manufacturer narrative:
We conducted a review of the lot history records for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no mfg changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". Bacitracin is considered a widely used over the counter ointment. However, bacitracin was used to prevent permanent damage. Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. However, bacitracin was used to prevent serious injury. Therefore, an MDR is required.